Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 620g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump did not start. There was no damage on the battery cap of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for further analysis.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: broken reservoir tube lip, partially detached retainer ring, broken battery tube threads, cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, faded serial number label, cracked middle (enter) keypad button, stain ring around the middle (enter) keypad button. The unit was received without a battery cap. After battery installation, a "battery failed: insert a new aa battery" message immediately appeared. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the recurring error message. The pump files were able to be uploaded using thus on a previous date. The case was cut open. After visual inspection, there are signs of previous moisture presence inside the case below the battery board and on the back of the lcd screen. After inserting a known good pcba1 and a known good pcba2 into the original case, the unit was able to boot up. After placing the original pcba2 onto a known good pcba1 and putting them into the original case, the unit was able to boot up normally as well. But after placing a known good pcba2 onto the original pcba1 and putting them into the original case, the "insert battery" error message reappeared. In summary, the customer¿s report that the unit is unable to start was confirmed during testing. The battery failed error was isolated to pcba1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.